Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap choley procedure, the device locked on tissue after firing. The firing trigger was pulled several times before it would release from the tissue. The procedure was completed with another device. There was no patient consequence.